Event description:
The customer reported being hospitalized due to high blood glucose over 700mg/dl. The events leading to her admission were vomiting and high ketones. Troubleshooting was performed. The customer's recent glucose reading was 436 mg/dl, and she has treated with manual injections prior to calling. The programming, time, and date were correct. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.